Event description:
It has been reported to philips that there is an intermittent issue during startup where the monitors are black. This did not occur during clinical use. There is no reported harm to user or patient. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Fse checked log files, cable connections, power supply, and host pc bios battery. Upon troubleshooting, fse replaced the host pc bios battery. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.